Event description:
The customer reported that after 8-10 activations of the device during a sigmoid resection, the jaws stuck closed and could not be re-opened. The device was removed by resecting the tissue surrounding the jaws. The surgeon stated that there was bleeding of more than 250 cc's. The surgeon opened another lf4200t to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.